Manufacturer narrative:
On 29-apr-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the tip of the inner sheath of device had been frayed (no wire exposed) before entering the patient¿s body. The tip texture was reported as 'rough'. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a bent mark on the tip of the dilator. No other damage or anomalies were found during the analysis. Device history record was performed for the finished device number lot 00002469 and no internal actions related to the complaint was found during the review. The dilator broken reported by the customer was confirmed since a bent mark was observed during the product investigation. The potential cause of the damage observed with the dilator could not be determined, it could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. The instructions for use (IFU) contain the following recommendations: during insertion over the guidewire, use caution not to create excessive bends in this device. This may inhibit the advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the tip of the inner sheath of device had been frayed (no wire exposed) before entering the patient¿s body. The tip texture was reported as 'rough'. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
Note: e1 initial reporter facility - (B)(6). The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).